Event description:
Champion af study with patient identifier (B)(6). It was reported a cerebral vascular accident occurred. In (B)(6) 2021 a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2023 the patient presented to the hospital with aphasia and right-sided weakness. Tissue plasminogen activator was administered for suspected stroke. The patient was transferred to a different healthcare facility and admitted to the intensive care unit. Computed tomography (CT) angiography revealed no large vessel occlusion. Carotid doppler showed less than fifty (50) percent stenosis of the right internal carotid artery and left internal carotid artery, antegrade of the right vertebral artery and left vertebral artery. Brain CT identified a left temporal parietal infarct. Echocardiogram revealed normal ejection fraction, mildly dilated right ventricle with mild systolic dysfunction, severe bi-atrial enlargement, elevated central venous pressure, moderate pulmonary hypertension and no significant valve disease. The patient lost the ability to swallow and a nasogastric tube was placed. The aphasia persisted and homonymous hemianopia was diagnosed. Two (2) days post admittance to the hospital repeat brain CT without contrast revealed no acute intracranial hemorrhage, new areas of ischemia involving the left insula and the left frontal lobe, evolving ischemia of the left parietal occipital lobes, probable subacute ischemia of the left basal ganglia region and unchanged atrophy and small vessel ischemic disease. The patient was hypoxic, febrile, had an elevated white blood cell count and was diagnosed with aspiration pneumonia. Antibiotics were administered in response to the pneumonia. Chest x-ray revealed chronic obstructive pulmonary disease and stable cardiac enlargement with postoperative changes. The patient experienced fatigue and encephalopathy which were attributed to the stroke and pneumonia. Five (5) days post admittance to the hospital, the pneumonia was resolved and the patient was discharged to hospice care. One (1) day post discharge the patient expired due to ischemic stroke.